Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose and partial display. The customer¿s blood glucose was 419 mg/dl when woke up, last night when he checked it was 150 mg/dl. Patient's current blood glucose: 261 mg/dl. Customer declined to troubleshoot since he cannot read the display. The pump will not be returned for analysis.